Manufacturer narrative:
(B)(4).

Event description:
It was reported that this lead was explanted due to complications. The lead was believed to be defective. No further information was provided for any device issues or patient events. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.